Event description:
IV line connected to white lumen. Pump ringing occluded. Nurse attempted to flush lumen. Met with some resistance, and tried to flush again. The white lumen blew apart, completely separated. The nurse immediately clamped the line and secured it with a second clamp then covered it with sterile gauze. The physician on unit was informed. Pt had a new line inserted.

Manufacturer narrative:
Event eval: this event is still under investigation.